Event description:
Customer reportedly obtained results of 446 mg/dl and 117 mg/dl on the compact plus system within 10 minutes. Customer took no action based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.